Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was unable to charge despite using multiple usb cables, wall adapters and power sources. The customer provided a blood glucose (bg) level of 141 mg/dl and indicated that the bg was not adversely impacted by the issue. Reportedly, the customer continued to use the pump for insulin therapy.